Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A report was retrieved from health (B)(6) online database regarding syringe pump issue that resulted to excess flow or over infusion. It was noted in the report that there was a defective component and the following were the effects presumably of the patient: overdose, and intensive care. No further information was provided.